Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated the patient started to experience extreme pain under their right arm the day before yesterday. Caller said it was a burning pain and intermittent so it came and went and would kind of jolt the patient. Caller said patient had gone to the ER twice and yesterday they were going to admit the patient to the hospital where the patient had the procedure done years ago, but they couldn't get a bed so they sent the patient home. Caller then said the doctor that originally did the surgery was no longer there at the hospital, and the ER doctor thought the nerve stimulator may be causing the pain, so they wanted the implant checked out to rule out the stimulator or see if that was the cause. Caller confirmed stimulation was on, but the wires went up back to the left side of the patient's neck and upper back and the pain was on the right side. The patient was redirected to their healthcare provider to further address the issue. Agent emailed physician listing to caller and provided nas number for doctor to call if needed.